Event description:
It was reported that pump experienced malfunction after being left on table during radiation therapy, and caller noted that pump displayed non-resettable malfunction code. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.